Manufacturer narrative:
This lift was over 13 years old. It was actually not manufactured by medcare products, (B)(4). The likely cause of the product failure is due to metal fatigue after years of use and potentially pushing on the boom which further contributed to such metal fatigue. It was manufactured by medcare products (B)(4). The assets of medcare products (B)(4) were purchased by medcare products, (B)(4). In march of 1998. Medcare products, (B)(4). Did not purchase any of the liabilities of medcare products (B)(4).

Event description:
During a transfer, the upper bracket holding the mast twisted and the resident being transferred fell to the floor. They sustained pain to their leg, but no injury.